Manufacturer narrative:
Investigation: bd has been provided with an affected sample. Visual inspection of the affected sample reveals a damaged of the syringe plunger. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with damaged parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. DHR showed no indication of the alleged defect.

Event description:
It was reported that bd¿ 20 ml syringe with needle plunger was bent and the barrel tip was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during using, it was found the plunger bent, and the barrel tip broken with slightly force.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle plunger was bent and the barrel tip was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: during using, it was found the plunger bent, and the barrel tip broken with slightly force.